Manufacturer narrative:
Tw ID(B)(4) . Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 balloon on the port did not inflate and could not be used. There was a rupture in the balloon. A new device was used to complete the procedure. There was a slight procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000377315 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.